Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was also reported that the patient fell.

Manufacturer narrative:
Concomitant product: lnq11 implantable cardiac monitor, implanted: (B)(6) 2015.

Event description:
It was reported that the patient had a syncopal episode. The right atrial (ra) and right ventricular (rv) lead exhibited noise, pacing inhibition, and had dislodged. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.